Manufacturer narrative:
Novocure medical opinion is that the contribution of the transducer arrays to the skin laceration cannot be ruled out. The fall was unrelated to device use. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 71-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2023. Novocure was informed on august 28, 2024, that on approximately (B)(6) 2024, the patient lost his balance and experienced a fall while on optune gio therapy. Reportedly, while walking, he hit his foot and fell into the shower on his back and sustained a skin laceration on his head that was related to one of the transducer array disks. The patient was subsequently brought to the emergency room (ER) where the skin laceration was sutured, and the patient was prescribed unspecified pain-medication. An unspecified scan was performed to rule out an internal hemorrhage that was negative. In the images provided, there appeared to be an irregular, superficial skin laceration with associated ecchymosis on the left temporoparietal region of the scalp. In the second image, the skin laceration was healed with mild ecchymosis and the transducer arrays were placed on the scalp avoiding the affected region. Optune gio was temporarily discontinued until (B)(6) 2024. The prescribing physician was contacted for further details without reply.